Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "mass/lump", "implant is folded over, "implant look deformed", "looks like fingers holding the bag and its attached to it", " silicone floating". Then patient reported ¿arthritis", ¿silicone left in chest when explanted", ¿feels like everyone is looking at me", ¿scar tissue around the silicone that is in my chest", ¿not inflated all the way", ¿worn out", ¿looks like it hanging on a stick", ¿folded, deformed, and scar tissue attached to bottom of implant that looks like a hand is attached to implant". Then patient reported "implant is rippling". Patient then reported "gone down to nothing in the past 3 days, completely inflated, folding, bump in front where it is worn out, gone now, can not feel it, crooked, and starting to change shapes on an unknown side" and "feels encapsulated". Healthcare professional then reported "deflation". This record is for a left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4.

Event description:
Patient reported "mass/lump", "implant is folded over, "implant look deformed", "looks like fingers holding the bag and its attached to it", " silicone floating". Then patient reported ¿arthritis", ¿silicone left in chest when explanted", ¿feels like everyone is looking at me", ¿scar tissue around the silicone that is in my chest", ¿not inflated all the way", ¿worn out", ¿looks like it hanging on a stick", ¿folded, deformed, and scar tissue attached to bottom of implant that looks like a hand is attached to implant". Then patient reported "implant is rippling". Patient then reported "gone down to nothing in the past 3 days, completely inflated, folding, bump in front where it is worn out, gone now, can not feel it, crooked, and starting to change shapes on an unknown side" and "feels encapsulated". Healthcare professional then reported "deflation". This record is for a left side. Device has been explanted.